Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: dtba1d1 ICD, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient had diaphragmatic stimulation. The left ventricular lead was found to have no capture at max output. The lead was explanted and later replaced with an epicardial lead. No further patient complications have been reported as a result of this event.